Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: tavr procedure performed by md, right femoral artery access utilized. Post procedure, manta device deployed per IFU, immediate hemostasis obtained. Contralateral angiogram performed, identifying a dissection in the right external iliac artery. Repair of the vessel performed by interventional radiologist where 2 stents were deployed. First stent deployed in the right external iliac artery, and a selective contrast injection was performed, noting extravasation at the manta deployment site. The second stent was placed over the right common femoral artery at the site of the manta device. Patient remained stable throughout the procedure. Additional information: there were multiple attempts to gain access in the right common femoral artery. Vessel size was 6.5mm with mild calcification and no reported tortuosity. Act was 258 prior to closure and both heparin and protamine were administered intravenously during the procedure. With the contralateral angiogram , the physician was able to determine that the manta was positioned correctly in the vessel. No malposition of manta or collagen in the vessel. Manta anchor position correctly.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, multiple attempts with multiple sticks were utilized to gain centrally positioned access. The right common femoral artery was noted as 6.5mm, with mild calcification and a deployment depth measurement of 5.5cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths. Following the tavr procedure, prior to closure, patients activated clotting time (act) was noted as 258, and heparin and protamine were administered. An 18f manta was deployed to the measured depth, and hemostasis was immediate. A post-procedural contralateral angiogram indicated manta was positioned correctly in the right femoral artery and a dissection was present in the right external iliac. Dissections are a common event in large-bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The physician deployed a stent and repaired the right external iliac. Contrast injection indicated extravasation at the manta access site. A second stent was deployed to the access site to address the extravasation. The instructions for use lists potential adverse events related to the deployment of vascular closure devices including local trauma to the femoral or iliac artery wall, such as dissection, perforation of iliofemoral arteries, causing bleeding/hemorrhage and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma and late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The IFU procedure requirements indicate arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk.

Event description:
It was reported that: tavr procedure performed by md, right femoral artery access utilized. Post procedure, manta device deployed per IFU, immediate hemostasis obtained. Contralateral angiogram performed, identifying a dissection in the right external iliac artery. Repair of the vessel performed by interventional radiologist where 2 stents were deployed. First stent deployed in the right external iliac artery, and a selective contrast injection was performed, noting extravasation at the manta deployment site. The second stent was placed over the right common femoral artery at the site of the manta device. Patient remained stable throughout the procedure. Additional information: there were multiple attempts to gain access in the right common femoral artery. Vessel size was 6.5mm with mild calcification and no reported tortuosity. Act was 258 prior to closure and both heparin and protamine were administered intravenously during the procedure. With the contralateral angiogram , the physician was able to determine that the manta was positioned correctly in the vessel. No malposition of manta or collagen in the vessel. Manta anchor position correctly.